Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 09/16/2014. Return and retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result on a (B)(4) year old female. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: I-stat, collection time: 12:25, result time: 12:26, potassium: <2.0, sample: a; I-stat, 12:25, 13:01, <2.0, a -repeat; I-stat, 12:40, 12:43, 3.8, b. There were no injuries reported with this event.